Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blank display, cosmetic damage to the back of the insulin pump. The customer was also reported retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed for display issues. Display did not return after inserting a new battery. Troubleshooting was performed for cosmetic damage and customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1810 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement and active current measurement. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was monitored and no blank display or unexpected power/battery alerts were noted during testing. A review of the pump history file show on 2/5/2025 there was a low battery alert at 13:09 and a change battery fault (replace battery) alert 22:40. There were no excessive or unusual power/battery-related alarms noted in the history files. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The blank display complaint is not confirmed. Cracked battery compartment and battery tube threads are confirmed. Damage on the retainer is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.